Event description:
Clinical study: 626 days after a coronary artery drug eluting stenting treatment procedure the patient expired. The index procedure treated one target lesion. Target lesion 1 was a 2.5mm vessel diameter, 90% stenosed region of the distal circumflex artery (cx). The lesion was a 18.0mm in length, was mildly tortuous with moderate calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x20mm drug eluting stent without complication. Residual stenosis was 0% after post dilation. The patient was discharged from the hospital one day post index procedure receiving asa and plavix. The site reported that the patient expired from respiratory failure 626 days post index procedure, no autopsy was performed. In the opinion of the physician there was no target vessel involvement related to the event.